Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10661. It was reported that a rotawire fracture occurred. The target lesion was located in the tibial vessel. A 1.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected to be used. During platforming, outside of the patient, it was noted that the burr sheared the rotawire in half. Procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned has wire broken, as part of overall visual revision. The returned device matches with upn provided by the customer. The device has wire broken (the proximal section was not returned) at 164.5cm from the distal section. The wire is kinked in the middle of the device, also the spring tip is kinked and stretched. Outer diameter of middle of the device near to the broken section was measured and was within specification. Outer diameter of proximal section was measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10661. It was reported that a rotawire fracture occurred. The target lesion was located in the tibial vessel. A 1.50mm peripheral rotalink® plus and a peripheral rotawire¿ were selected to be used. During platforming, outside of the patient, it was noted that the burr sheared the rotawire in half. Procedure was completed with a different device. No patient complications reported.